Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent right initial total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised due to pain and dissatisfaction in leg length on (B)(6) 2015.